Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease and underwent endovascular therapy. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres for 2 seconds, the balloon ruptured and a contrast leakage near the balloon shoulder was confirmed. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.